Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported migration (partial clip movement) appears to be due to procedural conditions. The unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a mitraclip that partially detached from the leaflet. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). During an urgent mitraclip procedure, an xtw was selected in consideration of the length of the anterior and posterior leaflets. There were two grasping attempts, and after the second one the device was deployed. The v wave, which measures left atrial pressure (lap), was improved in color and hemodynamics. During deployment, as the lock line was being retracted, the clip had partially detached from the posterior leaflet. The mr increased and the v wave had worsened. Per the physician, it appeared as the posterior leaflet was fully grasped during leaflet insertion assessment, but it was not. There was no leaflet or valve damage. An additional clip was implanted lateral to the partially detached clip, for stability. The mr was decreased to grade 1. The patient remained stable. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.